Event description:
The complaint is reported as: "the luer hub (white head) was falling from extension line." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for investigation. Visual inspection revealed the proximal extension line was separated directly adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged. The catheter body appeared intentionally cut. The separated portion of the catheter body was not returned. The total length of the catheter body measured to be 179 mm which indicates at least 28 mm of the catheter body was not returned per product drawing. The outer diameter of the proximal lumen measured to be 2.14 mm which is within specifications of 2.13mm - 2.21mm per product drawing. The inner diameter of the proximal lumen measured to be 1.45mm which is within specifications of 1.42mm-1.50mm per product drawing. This indicates that the wall thickness measured within specifications. The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and distal lumens were flushed using a water-filled lab inventory syringe. No blockages or leaks were observed. Functional inspection could not be performed on the proximal extension line since the luer hub was separated. A manual tug test confirmed the distal and medial extension lines were fully secured within the luer hubs. A manual tug test could not be performed on the proximal extension line since the luer hub was separated. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guide wire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the proximal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the luer hub (white head) was falling from extension line." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.